Event description:
Refer to h11 for follow-up information.

Event description:
It was reported and confirmed that during a da vinci-assisted benign hysterectomy procedure, the tip of the permanent cautery hook instrument broke off. A fragment fell into the patient; it was visible and retrieved immediately during the same procedure. No post-operative diagnostic tests were performed, and the patient experienced no post-surgical complications or need for additional intervention. The retrieved fragment was to be returned to intuitive surgical, inc. (Isi) with the instrument for evaluation.

Manufacturer narrative:
The permanent cautery hook instrument has been received for failure analysis; however, the investigation has not been completed at the time of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed, and the complaint was not confirmed by failure analysis. The pch instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The pch instrument moved intuitively with full range of motion in all directions despite having a derailed grip cable it did not affect functioning. The pch instrument was fully functional. The customer complaint that the "tip broke off of hook", was not confirmed in-house. Additionally, not reported by the customer, the pch instrument was found to have a derailed grip cable from its normal position at the distal idler pulley. The pch instrument passed the intuitive motion test. The pch instrument did not have limited motion. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable.a review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.